Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had gone through four sensors in four and a half days. She stated that she received two calibration error alerts which resulted in a bad sensor alert. She stated that this alert occurred after the initialization. She also reported that the sensor gave a reading of 60 mg/dl when the blood glucose reading was 120 mg/dl. She stated that she had only seen damage on the first sensor that she used and that there has not been blood at the site. She did report that she has some scarring. Customer reported that there was no incorrect blood glucose entry or delayed entry. It was determined that the customer was calibrating at the appropriate times and frequencies. She stated that most of the sensors seemed to go bad after a night of frequent threshold suspends. She stated that she will frequently receive these alarms when her blood glucose is not low. Nothing further was reported.